Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during an endoscopy, when the probe was extracted part of it split off and half remained in the stomach of the patient and the other in the hands of the doctor. There was no patient injury reported as a result. There is no additional information available about the incident or the patient.

Manufacturer narrative:
Submit date 5-apr-2019. Corrected serious (important medical events) from no to yes.